Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include continually applying torque after the screw is fully seated, using excessive force and/or prying/ leveraging during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that while putting in the last distal 2.7mm locking screw on the locking plate, the tip of the driver shaft broke-off into the head of the screw. It broke off flush and was not sitting proud. Rep states surgeon felt anchor was secure and driver tip was secure in the anchor head. Patient, female. Procedure was an ankle fracture repair. Follow-up investigation: approximately 2.5 mm of the driver tip broke-off and was left lodged in the screw head. At that point procedure had been completed. Driver is not being returned as it was discarded by the facility.